Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath). The deployment was unremarkable up to the point of holding occlusive pressure. When the duett was removed, a large clot and some blood came out of the pt's arterial access site, which suggested that proper occlusive pressure was not maintained during removal of the device. Pressure was held, and after 30 min hemostasis was achieved. About 15-20 min later, the pt was reported to have a 10x12cm hematoma. Manual compression was held another 15 min and a femostop was applied. Hemostasis was achieved at the site. Later that evening, the pt returned to the cath lab for signs of infarct. It was determined that the pt's stent had closed and steps were taken to reopen it. The next morning the physician reported that the pt had developed a gi bleed during the night. The access site hematoma had resolved and no further access site complications were reported.